Manufacturer narrative:
On (B)(6) 2018 haemonetics was made aware of a nexsys pcs device which had a failed interconnect pcb. The customer reported that the pcb was burnt out and requested a replacement component to be sent for resolution. Haemonetics has provided a replacement interconnect pcb to the customer site, the customer's on-site technician will replace the faulty interconnect pcb. The technician will also ensure that the nexsys pcs device meets all manufacturer specifications prior to being returned to service. Haemonetics is anticipating a return of the defective interconnect pcb for further analysis, however the component has not yet been returned at this time. Without a return of a defective component for evaluation, the cause of this incident remains undeterminable at this time. There were no reports of injuries as a result of this incident. A failed pcb will prevent the device from being able to pass the power on self test (post) protocol. Failure for a device to pass the post protocol will prevent a device from initializing any procedures until the issues have been resolved and the post has been passed. Haemonetics has previously submitted 3500a medwatch forms for incidents of thermal decomposition within a device, as such this incident has been deemed reportable.

Event description:
On (B)(6) 2018 haemonetics was made aware of a nexsys pcs device which had a burnt out interconnect pcb component as observed by the customer's on-site technician during a device inspection. This issue was discovered prior to the introduction of a donor to the system. There were no injuries sustained by the technician who evaluated the device. The customer has requested a replacement interconnect pcb to be shipped in order to be installed by their on-site technician.